Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent treatment with gore excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe) for a common iliac artery aneurysm. After deployment of the internal iliac artery component angiography showed the leading olive and leading end of the device delivery catheter had become detached from the delivery catheter and was visualized in the internal iliac artery. A snare catheter was used to successfully retrieve the leading olive and the leading end of the delivery catheter from the patient. The procedure was successfully concluded without incident. It was reported there were no reported difficulties with advancement, withdrawal, or anatomical factors for the patient. The patient tolerated the procedure.

Manufacturer narrative:
Corrected age at time of event.